Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the device was observed to be in back up vvi mode. A device download was successfully performed in restoring the device.